Event description:
The surgeon felt that the sutures have been splitting easily during some operations. No specific details were provided. However, it was indicated that there were no adverse pt consequences.